Manufacturer narrative:
Follow-up # 1 date of submission 08/10/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. There was moisture visible through the display lens. During testing, the pump powered on with a cs 006 call service alarm that would not clear. The pump¿s keypad button response was not able to be tested due to the recurring cs 006 alarm. The keypad cover was removed and no contamination or physical damage was found to the button contacts. A leak test was performed and a leak was found at a crack where the keypad meets the battery compartment. The pump¿s cover was removed; moisture was observed throughout the pump casing and near the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad ( tactile changes w/moisture) issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.